Event description:
The customer complained of a discrepant inr result between his coaguchek xs meter (B)(4) and a lab using unknown reagent. On (B)(6) 2018 the customer tested on the meter using a fingerstick and the result was 5.3 inr. Within 7 hours the customer tested at a lab and the result was 3.6 inr. The customer's therapeutic range is 2.0-3.0 inr. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The patient has not had any medication or diet changes and no new illness. The customer did not have any signs of bleeding or bruising. Retention test strips (286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.